Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a total revision due to unknown reasons.

Manufacturer narrative:
The device was manufactured prior to the UDI being required.this report will be amended when our investigation is complete.